Event description:
It was reported that during a pre-operation check for routine generator changeout, the patient's implantable cardioverter defibrillator was shown to have exhibited post-paced t wave oversensing in the past. The device was explanted and replaced as normal, and the new device was confirmed to be working properly. The patient was stable throughout.